Manufacturer narrative:
This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-31/41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect (B)(6) tp result on one (B)(6) yr old male patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial architect (B)(6) result=0.29 s/co (<1.00 s/co= nonreactive)/repeated=0.25 s/co /undiluted rpr=reactive and tppa=positive. There was no reported impact to patient management.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8: was this device serviced by a third party?: no. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained kit of the architect syphilis tp reagent lot 21298be01. The tracking and trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. A 12-months tracking and trending review timeframe non-statistical trends have been identified for the complaint issue. A retained reagent kit of lot number 21298be01 was tested in a sensitivity setup. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp assay, lot number 21298be01.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.